Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a "yellow sticky gel" was found between the bd vacutainer® sst¿ blood collection tube's separating gel and serum during use, after it had been left to "stand for half an hour" on the centrifuge. The following information was provided by the initial reporter, translated from (B)(4) to english: "during use, the customer found 1ea tube have poor centrifugal effect. After collecting blood and let it stand for half an hour on the centrifuge, it was found that there was a yellow sticky gel between the separating gel and the serum."

Manufacturer narrative:
H.6. Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for sample quality with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see h.10.

Event description:
It was reported that a "yellow sticky gel" was found between the bd vacutainer® sst¿ blood collection tube's separating gel and serum during use, after it had been left to "stand for half an hour" on the centrifuge. The following information was provided by the initial reporter, translated from chinese to english: "during use, the customer found 1ea tube have poor centrifugal effect. After collecting blood and let it stand for half an hour on the centrifuge, it was found that there was a yellow sticky gel between the separating gel and the serum."